Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was reportedly involved in producing muscle stimulation. Programming options were exhausted to eliminate stimulation then surgical intervention was needed to resolve the issue and the defibrillator was explanted. No additional adverse patient effects were reported.